Manufacturer narrative:
Both the display and rev 13 were returned unused and were unrelated to the cause of the reported event. Name and address of the manufacturing contact office provided.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue could not be reproduced. The system's logs were sent back to the manufacturer for further analysis. The following parts were also replaced: the mobile view station (mvs) display, the pcba switch board assembly, and the display screen. The replaced parts were not sent back to the manufacturer for further analysis. Additionally, the firmware was updated. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that the mobile view station (mvs) monitor has half of a white screen. The site tried to restart the system and the monitor was still white. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.